Event description:
Inbound, daughter reports has been having issues off and on with leaking cadd tubing lot #(s): 58x042 and 57x503. However, today she noted that the leaking is coming from a hole in the cvl and not the filter in the tubing. Pt now in route to ER for cvl care. No further details provided.